Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). Five (5) unused samples were returned for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with failing results. The sample is not within specification; the reported issue was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant, air in lines issues have been experienced with the bloodline sets, which they attribute to the shorter luer locks. Reportedly, bubbles were observed in the arterial line and became trapped in the venous chamber. The user described the air accumulation as not just a few, but hundreds of air bubbles in the bloodlines. Staff noted that tightening the connections more prior to use occasionally reduces the issue, but not consistently. When the connection cannot be adequately tightened, bubbles persist, causing repeated machine alarms during treatment. At the end of the treatments, bloodline sad alarms are being experienced. This allows the technician to stop treatment but does not allow for all the blood to be returned to the patient, resulting in a loss of approximately 100-200 milliliters (ml) of blood. No patient complications were reported as a result of the blood loss.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.